Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The device was programmed off after observing the high impedance. Surgery is planned, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.